Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device was repaired at the user facility and returned to clinical service. If the device is received, a follow-up report will be submitted. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, it was noted the device ac power cord had exposed wires. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.